Event description:
A catheter fracture was reported, and the patient experienced withdrawal symptoms. An audible critical alarm occurred, and the pump went into safe state. Pump logs confirmed the reset and also low battery. Telemetry had confirmed the alarm. Lioresal was administered by the pump. Concentration and dose rate of the medication was not reported. A revision / replacement surgery was planned in regards to both the catheter and pump. The patient's status / outcome was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).